Manufacturer narrative:
This event occurred in (B)(6). The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 393935) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samplspecificatioes were acceptable. No error messages occurred. Retention material complies with the n. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results for 1 patient tested with coaguchek inrange with an unspecified serial number compared to the stago chronometric laboratory method. The result from the meter was 4.1 inr. The result from the laboratory was 3.1 inr. On a different day the patient had a result of 5.0 inr from the meter and a result of 3.66 inr from the laboratory. For each event, the meter and laboratory results were obtained within 3 hours. The patient's therapeutic range is 2.5 - 3.5 inr.